Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell four of five. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigation the reported event. A visual inspection of the device was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing were performed on the device with no issues noted. The device was placed in a homechoice machine and a simulated therapy was successfully performed. Upon conclusion of the investigation, the reported issue could not be verified via sample analysis. Should additional relevant information become available, a supplemental report will be submitted.